Event description:
Customer reportedly received results of 250 mg/dl on the advantage system and 114 mg/dl on an unknown accu-chek system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller did not have information regarding the unknown accu-chek system.